Event description:
The consumer reported exposure to the nostrils with the reagent from a binaxnow covid-19 antigen self-test on (B)(6) 2023. Per the consumer, after adding reagent to the test card he inserted the swab into the bottom hole of the card, then he pulled out the swab stick and swabbed his nostrils which had come into contact with the reagent. The consumer stated he washed his nose with water. The consumer did not experience any discomfort or irritation as a result of the exposure. Further, the consumer confirmed there was no harm due to the reagent exposure. There was no reported patient impact. No additional information was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single-use: device discarded.

Event description:
The consumer reported exposure to the nostrils with the reagent from a binaxnow covid-19 antigen self-test on (B)(6) 2023. Per the consumer, after adding reagent to the test card he inserted the swab into the bottom hole of the card, then he pulled out the swab stick and swabbed his nostrils which had come into contact with the reagent. The consumer stated he washed his nose with water. The consumer did not experience any discomfort or irritation as a result of the exposure. Further, the consumer confirmed there was no harm due to the reagent exposure. There was no reported patient impact. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.